Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the ok keypad button became unresponsive when she attempted to confirm the verify screen after a battery change. She stated that she had to push the button multiple times to obtain a response. The patient denied any keypad button issues prior to this incident. She denied peeling of the rubber keypad, but noted that the ok button symbol is worn.